Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms were confirmed via log file analysis. The system controller log files were reviewed. The controller event log files and controller periodic log files captured intermittent backup battery fault alarms on 0(B)(6) 2026 due to the backup battery not passing its load test. A driveline disconnect alarm was captured on (B)(6) 2026 which appeared consistent with the reported system controller exchange. The backup battery fault alarms did not prevent the controller from supporting the system as intended while the driveline was connected. No other notable events were observed within the log files. The heartmate 3 system controller (serial number (B)(6)) was not returned. Additional information provided that the patient did not experience any adverse events and the alarms have not re-occurred since the controller exchange. The root cause of the backup battery fault alarm could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, and heartmate 3 patient handbook, are currently available. The IFU section 2, entitled ¿system operations¿ and the patient handbook section 2, entitled ¿how your heart pump works¿ explain the operation of a system controller exchange. This section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. In addition, users are instructed on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The IFU section 7, entitled ¿alarms and troubleshooting¿ and the patient handbook section 5, entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and driveline disconnect alarms. The IFU section 8, entitled ¿equipment storage and care¿ and the patient handbook section 6, entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced backup battery fault alarms around 1150 on (B)(6) 2026. The patient attempted self-tests multiple times but did not clear the alarm. The patient was instructed how to silence the alarm and educated on what to do when the alarm was present. The emergency backup battery (ebb) disconnects was skipped as a troubleshooting step and a system controller exchange was completed. No alarms were present on the new controller. The log files were submitted for review. The event log file confirmed the reported ebb faults. The ebb appeared to not pass the internal load test. The pump appeared to have been operating within normal parameters.